Event description:
A materials mgr reported that due to anisometropia, an intraocular lens (iol) was exchanged for the same model, different power lens. Add'l info has been requested.

Manufacturer narrative:
Eval summary - only part of the optic was returned for eval. Solution is dried on the lens. Results from the product history record review indicated the product met release criteria. The root cause for the reported issue could not be determined by the product eval. Lens bench testing could not be conducted due to the optic damage. Due to the presence of surgical solution, the observed damage is most likely related to customer handling. There was one similar complaint reported in the lot number. Add'l info was requested on 01/31/2012 and 02/14/2012 by phone, fax and mail. A completed questionnaire has not been received. (B)(4).